Event description:
It was reported to medtronic neurosurgery that three days after surgery the pt had a headache. According to the report, the doctor determined that the valve was not pumping and a revision surgery was done.

Manufacturer narrative:
The valve did not meet specifications for patency or leak testing due to a tear in the tip of the cassette housing chamber. It is unk how or when this damage occurred. The damage precluded siphon, reflux, pressure-flow and pre-implantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the mfg records showed no anomalies. All valves are 100% tested at the time of MFR.